Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 550 mg/dl, vomiting, diabetic ketoacidosis, and a heart attack. The customer believes that they had "bad insulin" which caused the reported issues; however this could not be confirmed. Ultimately, the cause was unknown. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved; however customer required triple bypass surgery due to the heart attack.